Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: md interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The procedure performed was a left heart catheterization (lhc) with percutaneous coronary intervention (pci) and was successful. The procedure ended and the medical doctor closed the arteriotomy with a 6 french angio-seal. The patient was anticoagulated with an act >300. The sheath was exchanged per usual technique and without complications. The angio-seal was introduced into the delivery sheath and double click audible queues were heard to confirm the angio-seal anchor was set. When the doctor pulled the system back as one unit, there was no back tension felt, and patient began to bleed at the access site. The entire device was removed from the body. Manual pressure was applied for thirty (30) plus minutes; however, patient developed a baseball size hematoma. A femstop was used in addition to manual pressure. A computerized tomography (CT) surgery was consulted, and a bedside ultrasound (us) was performed which showed no signs of any parts of the angio-seal to be left behind in the patient's body or intravascular. The patient's distal pedal pulses remained present. A CT scan was ordered; however, not yet completed. The doctor dissected the angio-seal device and confirmed that there appeared to be no components of the angio-seal within the carrier tube or sheath. No suture was noted to be present. Additional information was received on 19dec2025: the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, locator, sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The tubing of the sheath and carrier tube assembly were cut from the cap and sleeve of the assembly. The anchor was noted at the distal end of the sheath tip and the bypass tube was returned separate from the device. Functional testing of the device was unable to be performed due to the condition the sample was returned in. The carrier tube and hemostasis sheath were fully mated and in rear lock position with the tubing of the sheath and carrier tube assembly cut. No internal components were deployed from the device. The device condition was consistent with a non-deployment event. As a result, the complaint was confirmed for a non-deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).